Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). No product was returned.

Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels up to 20 mmol/l. The patient advised she was having an ongoing issue with cannulas of different lots leaking after 1 day of use.